Event description:
Customer reported an rh discrepancy on the galileo. A patient sample tested as o, rh negative on galileo. Customer tested the sample by manual tube method and the sample type as o, rh positive. Customer received a new sample from the same patient and repeated the testing on galileo; the sample typed as o, rh negative. Customer manually repeated testing by the tube method and the sample type as rh positive.

Manufacturer narrative:
Customer performed a weak d and fwd abo assay on the sample using galileo. They received a 3+ positive reaction on weak d and a 1+ positive on fwd abo. Customer sample was returned for investigation testing. Fwd_aborh testing performed on in-house galileo with in-house donor samples of various rh phenotypes and customer's sample. All in-house donor samples typed as expected. Patient's sample was interpreted as group o, d positive.